Manufacturer narrative:
Conclusion: a true cause is not identified. The patient may have outgrown the valve. The contegra® pulmonary valved conduit is designed to be used for correction or reconstruction of right ventricular outflow tract (rvot) in patients aged less than 18 years with congenital heart malformations. In addition, the conduit is indicated for the replacement of previously implanted, but dysfunctional, pulmonary homografts or valved conduits. Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonates, infants and young children, the patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the conduit may be required. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 4 months post implant of this pulmonary bioprosthetic valved conduit, the device was replaced valve-in-valve with a transcatheter pulmonary valve due to calcification. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.